Event description:
Caller reported damage to pump housing surrounding usb port, impacting ability to charge the pump, although the pump did not shut down as a result. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the pump was under warranty and decided to replace it. Customer was instructed on how to put the pump into storage mode and agreed to return the damaged pump within 10 days using a pre-paid label.